Event description:
The customer reported via phone call that there was a display anomaly on the insulin pump. Customer stated the battery icon the insulin pump does not deplete. The customer reported changing the battery 10 days prior, but the icon showed full battery life. Customer's blood glucose was unknown. Customer was advised their insulin pump can be replaced. The customer declined to return the insulin pump for analysis at the time of the call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.